Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 694758 implantable tachy lead implanted: (B)(6) 2010 product ID 694965 implantable tachy lead implanted: (B)(6) 2007 product ID 5076-52 implantable pacing lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported the device experienced early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: product ID# d154awg: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and low r-waves. It was also reported the device experienced early battery depletion. The rv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.